Event description:
User recovering low urine sodium results for four patient samples. One example was provided. Initial result 124 mmol/l, repeat 138 mmol/l. Initial result was reported. User refused to provide any information to determine if any adverse events occurred. The field service representative determined there was a possible problem with the sodium electrode and replaced it. He also noted he checked the ise module, cleaned the ise sample flow path and performed electrode service. Performance tests were performed.